Event description:
It was reported that during a routine follow-up it was noted that the lead was dislodged. Increased threshold, decreased sensing and decreasing pacing lead impedance were noted. The lead was explanted and replaced when attempted repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.